Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on the information available, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One ntr clip delivery system (cds) was advanced, and the clip was deployed. After removing the gripper line, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted that due to a redundant anterior leaflet, visualization was very difficult. To stabilize the slda, an additional clip was implanted laterally, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure. No additional information was provided.